Manufacturer narrative:
Describe event or problem ; corrected data: the previously submitted MDR inadvertently provided a date of x-rays in the description of the event. However, the x-rays were not dated.

Event description:
It was reported that a patient's vns system had presented high impedance (lead impedance>=10000 ohms), during a follow-up consultation. X-rays dated (B)(6) 2014 were to the manufacturer for review. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin does not appear to be fully inserted into the generator connector block. The electrodes appeared normally placed on the vagus nerve normally. Device manufacturing records showed that the lead passed all functional tests prior to distribution. No known surgical interventions have occurred to date.

Event description:
There was no date indicated on the x-rays.

Event description:
It was reported that the patient underwent surgical revision on (B)(6) 2015 and that lead pin reinsertion into the generator connector block was completed successfully on that date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.x-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of the generator.